Manufacturer narrative:
Failure analysis revealed that the insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. The motor passed the motor test. The device had scratched screen, cracked display window corners, broken belt clip slot, cracked reservoir tube and lip, and protruded/loose drive support disk.

Event description:
The customer reported having multiple no delivery alarms along with the motor error alarms for the past several days. The blood glucose reading was 139mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The caller mentioned that there are cracks in the top left/right side of the display. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.